Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: [facility ni]. (B)(6). History and physical. Six month history of severe gerd [gastroesophageal reflux disease] which has been treated with pepcid with no resolution. Admit for egd to evaluate for ulcer and hiatal hernia. Surgical history: repair of congenital colon malrotation. Social history: smokes ½ pack per day for 12 years, alcohol once a week. Risks and benefits explained to patient. (B)(6) 2012: [facility ni]. (B)(6). History and physical. Morbidly obese with bmi of 50. Will be admitted for gastric bypass, cholecystectomy and liver biopsy. (B)(6) 2012: (B)(6) medical center. (B)(6). Operative report. Procedure: roux-en-y gastric bypass. Cholecystectomy. Tru-cut needle liver biopsy. Preoperative diagnosis: morbid obesity. Post-operative diagnosis: morbid obesity. Fatty liver. Small bowel malrotation. Description of procedure: ¿on entering the operating room, the patient and the appropriate procedure were properly identified. Prepping and draping as usual under general anesthesia, so as to expose the entire abdomen. An upper midline abdominal incision was used through an old midline scar. The peritoneal cavity was entered easily. There were adhesions of omentum around the incision and into the pelvis and these were taken down by sharp and blunt dissection without any difficulty. A few moderate bleeders in the omentum were clipped off. The wound protector was placed. A thompson retractor was placed and adjusted as necessary. The liver was quite bulky, with the consistency of a fatty liver, and I took two tru-cut needle biopsies from the left lobe of the liver. Bleeding was minimal and these sites were cauterized and gave no further problems. Good specimens were obtained and sent to pathology. The gallbladder was quite large. The cholecystectomy was carried out. The gallbladder was grasped at its dome and at hartmann's pouch, and dissection was begun in the region of the cystic artery and cystic duct. These structures were skeletonized and divided between hemoclips, taking care throughout not to damage the common bile duct. The gallbladder was removed easily from the liver bed using electrocautery, and a few minor bleeders in the liver bed were cauterized. Hemostasis here was fine; there was no sign of any bile leak from the cholecystectomy site at any point during the entire procedure. The large and small bowel were examined. This patient had surgery as a child for some form of malrotation, though it was difficult to see what procedure had exactly been done. The entire colon seemed to be present. The appendix was missing. Essentially there was no retroperitoneal portion of the duodenum. The duodenum was noted to be hanging freely in the peritoneal cavity from the first-second portion of the duodenum on. As such, what would be called ligament of treitz was in the right upper abdominal quadrant. I measured for a length of approximately one foot to where the ligament of treitz would normally be, as far as the small bowel was concerned, measuring from this point on. The small bowel was measured for 100 cm. Here it was divided with the endo gia stapler with 60 mm tan staple load. A second 60 mm tan staple load was tired into the mesentery to develop the roux limb. The staple lines were hemostatic and secure and both sides of the small bowel were clearly viable at this point. The roux limb would easily reach up to the region of the gastroesophageal junction under no apparent tension. A plane was developed actually over the colon, but through the greater omentum, just above the colon. The roux limb was now measured at 100 cm. Here the biliopancreatic limb was anastomosed end-to-side to it using the eea 25 mm circular stapler, with the anvil of the stapler being put into the open end of the biliopancreatic limb, secured with a purse string suture placed by the purse string clamp. A longitudinal enterotomy incision was made distally in the roux limb at a point approximately 10 cm above the level of the proposed anastomosis. Here the circular stapler was introduced and passed easily down the roux limb, having the post exit through the side at the previously marked 100 cm point. The circular stapled anastomosis of the biliopancreatic limb to the roux limb was done with no difficulty, and on inspection the two donuts were completely intact. I passed the handle of an eea sizer down the roux limb and it clearly went into the biliopancreatic limb and into the common channel, insuring patency of both. The enterotomy incision was closed with transverse application from the endo gia stapler with 60 mm blue duet staple load. This staple line was hemostatic and secure. The enteroenterostomy was inspected. It was clearly viable on both sides and was not twisted or kinked, and it was under no tension. It was circumferentially reinforced with simple seromuscular #3-0 pds sutures. An anti-obstruction type stitch was placed as a seromuscular suture between the biliopancreatic limb and the common channel to help prevent any kinking. The liver blade was attached to the thompson retractor and the liver pole superiorly. At point approximately 3-4 cm distal to the gastroesophageal junction, a plane was developed between the gastrohepatic omentum and the lesser curvature of the stomach proper, and this plane was continued posteriorly to the stomach through the lesser sac, exiting in the region of the angle of his. Through this plane the endo gia stapler with 60 mm purple staple load was applied and fired three times, cleanly dividing the stomach and creating an upper gastric pouch of approximately 20-25 cc. The staple lines on both sides were hemostatic and secure. The third firing of the stapler was for approximately 4 mm. The anvil of the eea 25 mm circular stapler was passed transorally by the anesthesiologist, attached to an orogastric tube. The anvil was positioned with the post coming directly through the patient's right side corner of the upper gastric pouch staple line. The orogastric tube was removed. The roux limb was positioned through the previously made plane, passing over the colon and over the stomach, but through the omentum. A longitudinal enterotomy incision was made in the roux limb at a point approximately 15 cm from its termination, and here the 25 mm circular stapler was introduced and passed easily up the roux limb, having the post exit through the side at a point approximately 3/4 of an inch from the closed end. The circular stapled anastomosis of the upper gastric pouch to the roux limb was done with no difficulty, and on inspection two donuts were completely intact. The enterotomy incision was closed with a transverse application from the endogia stapler and 60 mm blue duet staple load. The staple line was hemostatic and secure. The gastrojejunostomy was inspected. At this point it appeared to be clearly viable. It was under no tension, and it was not twisted or kinked. It was circumferentially reinforced with simple seromuscular #3-0 pds sutures. We now bubble-tested the gastrojejunostomy, as well as the upper gastric pouch and the enterotomy closure, and all of this was secure. The abdomen was irrigated copiously with several liters of normal saline, and all of this was suctioned out. At this point, however, it was noticed that the upper 6 inches of the roux limb was becoming a dusky purple color, clearly was becoming ischemic. The roux limb did not seem to be under excessive tension, but other half firing of the endogia stapler with the 40 mm tan staple load eras placed into the base of the mesenteric division site. This loosened up the roux limb even more, but did not improve the color. The doppler was used to assess arterial flow into the roux limb. The doppler signals were excellent all the way up to the point of bohemia, but weak beyond that. I felt this roux limb would totally infarct, and this portion of the procedure would need to be redone. I placed a purse string clamp across the gastric pouch just above the gastrojejunostomy. Here the stomach was transected. The small bowel was then transected lust proximal to the point of ischemic change. This was done with the endogia stapler with 60 mm tan staple load as well, crossing the short portion of mesentery with a 60 mm tan staple load. The ischemic segment was passed off. The roux limb now was completely viable and the roux limb itself now measuring 50-85 cm. Another firing from the endogia stapler was put into the base of the mesentery to further gain length to the roux limb. Approximately halt of a tan staple load from the endogia stapler with the 60 mm tan staples was used. The roux limb remained completely viable and the staple lines were hemostatic and secure. The roux limb easily reached to the region of the upper gastric pouch under no tension. I put the anvil of an eea 25 are circular stapler into the upper gastric pouch and it was secured in place with the purse string suture. A longitudinal enterotomy incision was again made in the roux limb and the shortened roux limb approximately 15 cm from its termination, and here 25 mm circular stapler was introduced and passed easily up the roux limb, having the post exit through the side at a point approximately three quarters of an inch from the closed end. Again the circular stapled anastomosis of the upper gastric pouch was done to the roux limb. The two donuts were completely intact. The enterotomy incision was again closed with a transverse application from the endogia stapler with 60 mm blue duet staple load. The gastrojejunostomy was inspected. It was clearly viable on both sides and was not twisted or kinked and was under no tension. It was circumferentially reinforced with simple seromuscular #3-0 pds sutures. We again repeated the bubble testing and all of this was secure. From this point on, until the abdomen was closed, the roux limb was inspected several times and remained completely viable. Again the abdomen was irrigated copiously with saline and all of this was suctioned out. Hemostasis throughout was fine. The remainder of the bowel was inspected and was clearly viable throughout, as was the colon. The defect in the small bowel mesentery of the enteroenterostomy level was closed with running #2-0 prolene. Petersen's defect as well was closed with a suture of #2-0 prolene. There were no other mesentery defects. A 15-french blake drain as inserted through a separate stab incision in the left upper abdominal quadrant with the intraabdominal end placed near the gastrojejunostomy. The drain was sutured to the skin with a stitch of #2-0 nylon. The abdomen was now closed with running #1 looped pds to the linea alba. The subcutaneous tissue was irrigated with saline with bacitracin solution, and the skin was closed with staples. Dry dressings were applied, as well as a large abdominal binder. The patient, having tolerated the procedure well, was transferred to the recovery room in stable condition. Blood loss was approximately 250 cc.¿ (B)(6) 2012: (B)(6) medical center. (B)(6). Discharge summary. Discharge diagnoses: morbid obesity. Hypertension. Reflux disease. Hyperlipidemia. Stress incontinence. Degenerative disk disease. Procedures performed: roux-en-y gastric bypass. Cholecystectomy. Tru-cut needle liver biopsies. History of present illness: longstanding morbid obesity with bmi of 50 who after multiple failed attempts at weight loss presents for roux-en-y gastric bypass. Discharge disposition: home in good condition. Follow up in 2 weeks. (B)(6) 2012: (B)(6) medical center. Emergency room. Weight 136.4 kg, bmi 25.9. Summary: surgical site opening, onset 2 hours ago. Seen by dr. (B)(6) on monday and had her surgical site opened secondary to infection. Was advised to pack the site with gauze daily and continue with antibiotics. Nauseous this morning and vomiting. Felt strain in her stomach, felt a pop and noticed the surgical site was bleeding. Primary diagnosis: dehiscence of surgical wound, postoperative wound infection, bypass of stomach. Dressing was not applied, patient refused dressing change states ¿my mom will change it when I get home, she is a nurse¿. Disposition: discharged. (B)(6) 2012: (B)(6) medical center. [Illegible signature]. History and physical. Admitted via ER with abdominal wound dehiscence. [Illegible]. Exam: comfortable. Abdominal open wound. Increased white blood cells count. CT: [illegible] x-ray for upper gi. Impression: to or, abdomen wound dehiscence. (B)(6) 2012: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: abdominal incision dehiscence with enterocutaneous fistula from small bowel. Postoperative diagnosis: abdominal incision dehiscence with enterocutaneous fistula from small bowel. Operation performed: exploratory laparotomy with lysis of adhesions and repair of enterocutaneous fistula of distal roux limb with small bowel resection. Secondary closure of abdomen. Placement of vac (vacuum-assisted closure) dressing. Description of procedure: ¿on entering the operating room, the patient and appropriate procedure were properly identified, prepping and draping as usual such as to expose the entire abdomen. The upper 3 inches of the incision had already opened, as well as the lower one inch. The incision was fully opened through the skin and subcutaneous tissue. The double looped pds suture had actually broken, approximately 4 inches down from the xiphoid. The entire suture was removed including the proximal knot. I had to extend the skin and fascial incision distally to get a more of a clean plane to be able to enter the peritoneal cavity. It was clear that bowel had eviscerated through the open area of the fascia and the fistula was in this area, but it is difficult to identify. There was omentum herniating through here as well. The peritoneal cavity was entered and the very dense adhesions of small bowel and omentum around the abdominal incision were taken down by sharp and blunt dissection. The area of the fistula could now be better examined. It was still covered mostly with omentum. The omentum was, by sharp and blunt dissection removed from the underlying small bowel. The transverse colon was examined and was fine. The small bowel was essentially knotted together in the region of the enterocutaneous fistula and by careful sharp and blunt dissection, loops of bowel were separated one from the other such that the roux limb, the biliopancreatic limb and the common channel could be identified. The patient had undergone a gastric bypass just over 2 weeks ago. The fistula was noted to be in the distal roux limb at a point approximately 2 to 3 inches above the jejunojejunostomy. There were numerous loops of small bowel in the region adhered together and these were taken apart by sharp and blunt dissection. The best way to repair this fistula was with a small bowel resection and primary anastomosis. The small bowel on either side of the fistula was divided with endo gia 60 mm purple staple loads. The short portion of mesentery to the 2-3 inches of bowel that we had resected was as well divided with the endo gia stapler 80 mm tan staple load. It is interesting that in the region of the fistula on the undersurface of the omentum, there was a large hemoclip and it appeared that the hemoclip had eroded into the small bowel causing the fistula. The jejunojejunostomy was not compromised with the small bowel resection and the small bowel, that being the roux limb was transected approximately 1 inch above the jejunojejunostomy. The anvil of the eea 25 mm circular stapler was put into the opened end corner of the distal roux limb and this was secured with purse string suture placed by the purse string clamp. A longitudinal enterotomy incision was made in the common channel approximately 6 to 8 inches distal to the jejunojejunostomy and here the 25 mm circular stapler was introduced and passed easily up the common channel having to post exit through the side at a point approximately 4 to 5 inches beyond the jejunojejunostomy. The circular stapled anastomosis of the roux limb to the common channel was opened without difficulty and on inspection the 2 donuts were noted to be intact I passed the handle of an eea sizer up the common channel and it clearly went into the roux limb and then I pulled it back somewhat and passed it up the proximal portion of the common channel and into the biliopancreatic limb, clearly showing that all anastomoses were widely patent. The enterotomy incision was closed with transverse application from the endo gia stapler 60 mm blue duet staple load. At this time there distal staple line was hemostatic and secure and the bowel loop clearly widely patent. The jejunojejunostomy was under no tension and was not twisted or kinked and was clearly viable on both sides and was reinforced circumferentially with simple seromuscular 3-0 pds sutures. An anti-obstruction type suture was placed between the distal roux limb and the biliopancreatic limb to help prevent any kinking. The short defect in the mesentery at the new anastomotic level was closed with interrupted sutures of 3-0 pds. There were 4 or 5 areas where serosa had been stripped from the small bowel and on taking down the adhesions. The lumen of small bowel was never entered at any point and the serosal stripped areas were repaired with sutures of 3-0 pds. No compromise to the lumen at any point. The abdomen was irrigated copiously with several liters of normal saline. All this was suctioned up. Hemostasis was fine. The bowel was all dropped into the peritoneal cavity and the omentum laid over the top of this so that it clearly covered all the small bowel and colon. The edges of the fascia were now trimmed clean as well as subcutaneous tissue was all trimmed back to clean viable tissue. The abdomen was closed with running #1 looped pds to the linea alba and this was reinforced every 1 inch with figure-of-8 suture of #1 pds. Closure was secure. Minor bleeders in the subcutaneous tissue cauterized and the subcutaneous tissue was dressed with the skin open with a vac dressing. The black sponge was cut appropriately and fitted in place and the remainders of vac dressing completed, which functioned fine. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Blood loss was approximately 200 cc.¿ (B)(6) 2012: (B)(6) pathology. (B)(6). Pathology report. Specimen: portion of small bowel with enterocutaneous. Clinical information: abdominal wound dehiscence. Final diagnosis: small bowel with enterocutaneous fistula, resection: fistula with marked acute inflammation and purulent serositis. (B)(6) 2012: (B)(6) medical center. (B)(6). Discharge summary. Discharge diagnoses: abdominal incision dehiscence with enterocutaneous fistula from small bowel, status post roux en y gastric bypass. History of congenital colon malrotation. Course: admitted and underwent exploratory laparotomy with lysis of adhesions and repair of enterocutaneous fistula of the distal roux limb with small bowel resection. The patient tolerated procedure well and went from recovery to floor in stable condition. Wound vac placed in abdominal wound. Remainder of postop course was uneventful. Started on liquids, tolerating well, arrangements made for home wound vac. Discharged to home in good condition, follow up in two weeks. (B)(6) 2012: unknown location. (B)(6). Office note. Status post gastric bypass with nausea and vomiting. Assessment/plan: esophagogastroduodenoscopy with dilation. (B)(6) 2012: (B)(6) medical center. (B)(6). Esophagogastroduodenoscopy. Indications: vomiting, nausea, post-operative rygb [roux-en-y gastric bypass] 2 months. Summary: normal esophagus, previous rygb [roux-en-y gastric bypass], normal jejunum, the pouch was normal. (B)(6) 2013: [facility ni]. (B)(6). Office note. Presents for follow up status post gastric bypass on (B)(6) 2012. Weight is down from 302 to 193. Continues to do well, but complains of a large hernia that she has developed. Reports the hernia is very painful and getting progressively worse. Assessment: on exam; large incisional hernia, which I will get repaired for her. Otherwise, doing well. Plan: will be admitted for incisional hernia repair with gore dual mesh. (B)(6) 2013: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure performed: repair of incisional hernia with gore dualmesh patch material. Description of procedure: ¿on entering the operating room, the patient and the appropriate procedure and site were properly identified. Prepping and draping as usual under general anesthesia so as to expose the upper abdomen. The old scar was totally excised in elliptical incision for approximately 10 inches in length. The subcutaneous tissue was dissected, and the hernia sac was opened. The entire hernia sac was excised from subcutaneous tissue. There were loops of small bowel and omentum around the edges of the fascia, and these were all dropped back into the peritoneal cavity. The fascial edges were strong. There was a separate umbilical hernia and this was repaired with a figure-of-eight suture of #1 prolene. The measurements of the hernia were approximately 20 x 15 cm in roughly elliptical fashion. A piece of 20 x 30-cm gore dualmesh patch material was chosen and cut to the appropriate size and shaped appropriately and sewn in place to the fascia using running and interrupted sutures of #1 prolene. The repair was solid and not under excessive tension. The mesh and the subcutaneous tissue were irrigated with saline and bacitracin solution. There was considerable redundant skin, and I excised an ellipse of skin on either side, measuring the full length of the incision by approximately 3-4 cm in width at its maximum points. Bleeders in the subcutaneous tissue were cauterized. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl, and the skin was closed with staples. Antibiotic ointment and dry dressings were applied as well as a large abdominal binder. The patient, having tolerated the procedure well, was transferred to the recovery room in stable condition. Blood loss was approximately 50 cc.¿ (B)(6) 2013: (B)(6) medical center. Record of operation. Implant sticker. Specimen: hernia sac. Implant: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 9217491. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial ((B)(6)) was implanted during the procedure. (B)(6) 2013: [facility ni]. (B)(6). Office note. Status post incisional hernia repair with gore dual mesh on (B)(6) 2013. Reports doing well, but incision is still draining despite packings. Assessment: spoke with patient and mother, despite dressing changes, the wound has not improved. Will take her to or and remove the infected mesh. Discussed this with patient and mother. They are keen to proceed. Plan: patient will be scheduled for removal of infected mesh in the or. Risks and benefits discussed with the patient. (B)(6) 2013: (B)(6) medical center. (B)(6). Operative report. Preoperative diagnosis: probable infected abdominal wall patch material. Postoperative diagnosis: infected gore dualmesh incisional hernia patch material. Procedure performed: removal of infected patch. Placement of vac dressing. Description of procedure: ¿on entering the operating room, the patient and appropriate procedure and site were properly identified. Preparing and draping as usual so as to expose the central abdomen. There were two draining sinuses and these were connected together using a scalpel incision. The underlying mesh was obvious and clearly was infected with pus over it. The mesh was loose. The prolene sutures holding it in place were all cut and removed, and the mesh was removed easily. The operative site was irrigated copiously with saline and bacitracin solution. The mesh was sent to pathology and cultures were sent as well. A silver vac dressing was cut appropriately and put into the defect, and the remainder of the vac dressing applied. The vac dressing functioned fine. The patient having tolerated the procedure well, was transferred to the recovery room in stable condition. Blood loss: was approximately 10 to 20 cc.¿ (B)(6) 2013: (B)(6) pathology. (B)(6). Pathology report. Specimen: incisional mesh. Final diagnosis: mesh material with necrosis and acute and chronic inflammation. Gross description: specimen is labeled incisional mesh. Received in formalin is a light tan irregular segment of abdominal mesh material measuring 18 x 12.5 x 0.2 cm. Attached sutures are identified on both ends. Also present are fragments of apparent fibroconnective tissue. The specimen weighs 33-grams. Representative sections are submitted in one block for permanents. (B)(6) 2014: (B)(6) medical center. [Illegible signature]. History and physical. Post-operative wound infected mesh (B)(6) 2013; see history and physical of (B)(6) 2014. Description: incision [illegible]. Operations: recurrent incisional hernia.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 3191: appropriate term/code not available for ¿vac dressing¿ and ¿wound vac¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2012 through (B)(6) 2016 and not all records received in this time span are relevant to the three gore® dualmesh® biomaterial devices. Patient information: medical history: morbid obesity: (B)(6) 2012: 300 lbs., bmi 50. (B)(6) 2013: ¿weight is down from 302 lbs. To 193 lbs.¿ (B)(6) 2014: 167 lbs., bmi 27.8. (B)(6) 2015: 165 lbs., bmi 27.5. Smoker: (B)(6) 2012: ½ pack per day for 12 years. (B)(6) 2015: ¿current every day smoker.¿ severe gastroesophageal reflux disease [gerd]. Hypertension [htn]. (B)(6) 2015: extensive abdominal wall cellulitis. (B)(6) 2015: methicillin-resistant staphylococcus aureus [mrsa] positive. Surgical procedures: unknown date: repair of congenital colon malrotation. (B)(6) 2012: roux-en-y gastric bypass. Cholecystectomy. Tru-cut needle liver biopsy. (B)(6) 2012: exploratory laparotomy with lysis of adhesions and repair of enterocutaneous fistula of distal roux limb with small bowel resection. Secondary closure of abdomen. Placement of vacuum-assisted closure dressing. (B)(6) 2013: repair of incisional hernia with gore dualmesh patch material. Implant gore® dualmesh® biomaterial. (B)(6) 2013: removal of infected patch. Placement of vac dressing. (B)(6) 2014: repair of recurrent incisional hernia with permacol patch material. Implant: permacol (B)(6) 2014: repair of recurrent incisional hernia with gore-tex dualmesh patch material. Implant gore® dualmesh® biomaterial. (B)(6) 2015: removal of infected mesh with placement of vac dressing. (B)(6) 2015: repair of recurrent incarcerated incisional hernia using gore dualmesh patch material. Implant gore® dualmesh® biomaterial. (B)(6) 2015: exploratory laparotomy. Removal of infected abdominal wall mesh. Extensive lysis of abdominal adhesions. Open ventral hernia repair with biologic mesh (20 x 25 cm strattice). Placement of negative pressure dressing (less than 50 cm2). Implant strattice biologic mesh (B)(6) 2016: debridement of abdominal wound measuring 6x6 cm, split thickness autograft coverage of abdominal wound (36 cm squared). Relevant medical information: (B)(6) 2012: ¿morbidly obese with bmi of 50.¿ (B)(6) 2012: roux-en-y gastric bypass. Cholecystectomy. Tru-cut needle liver biopsy. [Hospitalization dates (B)(6) 2012]. ¿an upper midline abdominal incision was used through an old midline scar. The peritoneal cavity was entered easily. There were adhesions of omentum around the incision and into the pelvis and these were taken down by sharp and blunt dissection without any difficulty.¿ ¿the abdomen was now closed with running #1 looped pds to the linea alba.¿ (B)(6) 2012: discharge: ¿longstanding morbid obesity with bmi of 50 who after multiple failed attempts at weight loss presents for roux-en-y gastric bypass . Discharge disposition: home in good condition.¿ (B)(6) 2012: ¿seen by dr. H on monday and had her surgical site opened secondary to infection. Was advised to pack the site with gauze daily and continue with antibiotics. Nauseous this morning and vomiting. Felt strain in her stomach, felt a pop and noticed the surgical site was bleeding.¿ ¿dehiscence of surgical wound, postoperative wound infection, bypass of stomach. Dressing was not applied, patient refused dressing change states ¿my mom will change it when I get home, she is a nurse¿.¿ (B)(6) 2012: ¿admitted via ER with abdominal wound dehiscence.¿ ¿increased white blood cells count.¿ (B)(6) 2012: exploratory laparotomy with lysis of adhesions and repair of enterocutaneous fistula of distal roux limb with small bowel resection. Secondary closure of abdomen. Placement of vac (vacuum-assisted closure) dressing. [Hospitalization dates (B)(6) 2012]. ¿the upper 3 inches of the incision had already opened, as well as the lower one inch.¿ ¿ it was clear that bowel had eviscerated through the open area of the fascia and the fistula was in this area, but it is difficult to identify.¿ ¿the fistula was noted to be in the distal roux limb at a point approximately 2 to 3 inches above the jejunojejunostomy.¿ ¿ the abdomen was closed with running #1 looped pds to the linea alba and this was reinforced every 1 inch with figure-of-8 suture of #1 pds. Closure was secure. Minor bleeders in the subcutaneous tissue cauterized and the subcutaneous tissue was dressed with the skin open with a vac dressing.¿ (B)(6) 2012: pathology: ¿final diagnosis: small bowel with enterocutaneous fistula, resection: fistula with marked acute inflammation and purulent serositis.¿ (B)(6) 2012: ¿discharged to home in good condition.¿ implant #1 preoperative complaints: (B)(6) 2013: ¿weight is down from 302 to 193. Continues to do well, but complains of a large hernia that she has developed. Reports the hernia is very painful and getting progressively worse.¿ ¿on exam; large incisional hernia, which I will get repaired for her.¿ (B)(6) 2013: preoperative diagnosis: ¿incisional hernia.¿ implant #1 procedure: repair of incisional hernia with gore dualmesh patch material. [Implant: gore® dualmesh® biomaterial, 1dlmc07/9217491, 20cm x 30cm x 1mm thick]. Implant #1 date: (B)(6) 2013: wound classification: ¿clean/contaminated.¿ description of hernia being treated: ¿the old scar was totally excised in elliptical incision for approximately 10 inches in length. The subcutaneous tissue was dissected, and the hernia sac was opened. The entire hernia sac was excised from subcutaneous tissue. There were loops of small bowel and omentum around the edges of the fascia, and these were all dropped back into the peritoneal cavity. The fascial edges were strong. There was a separate umbilical hernia and this was repaired with a figure-of-eight suture of #1 prolene. The measurements of the hernia were approximately 20 x 15 cm in roughly elliptical fashion.¿ implant size and fixation: ¿a piece of 20 x 30-cm gore dualmesh patch material was chosen and cut to the appropriate size and shaped appropriately and sewn in place to the fascia using running and interrupted sutures of #1 prolene. The repair was solid and not under excessive tension. The mesh and the subcutaneous tissue were irrigated with saline and bacitracin solution. There was considerable redundant skin, and I excised an ellipse of skin on either side, measuring the full length of the incision by approximately 3-4 cm in width at its maximum points. Bleeders in the subcutaneous tissue were cauterized. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl, and the skin was closed with staples.¿ explant #1 preoperative complaints: (B)(6) 2013: ¿reports doing well, but incision is still draining despite packings.¿ ¿spoke with patient and mother, despite dressing changes, the wound has not improved. Will take her to or and remove the infected mesh.¿ (B)(6) 2013: preoperative diagnosis: ¿probable infected abdominal wall patch material.¿ explant #1 procedure: removal of infected patch. Placement of vac dressing. Explant #1 date: (B)(6) 2013: wound classification: ¿dirty.¿ postoperative diagnosis: ¿infected gore dualmesh incisional hernia patch material.¿ description of procedure: ¿there were two draining sinuses and these were connected together using a scalpel incision. The underlying mesh was obvious and clearly was infected with pus over it. The mesh was loose. The prolene sutures holding it in place were all cut and removed, and the mesh was removed easily. T he operative site was irrigated copiously with saline and bacitracin solution. The mesh was sent to pathology and cultures were sent as well. A silver vac dressing was cut appropriately and put into the defect, and the remainder of the vac dressing applied . The vac dressing functioned fine.¿ (B)(6) 2013: pathology. ¿final diagnosis: mesh material with necrosis and acute and chronic inflammation. Gross description: ¿.... A light tan irregular segment of abdominal mesh material measuring 18 x 12.5 x 0.2 cm. Attached sutures are identified on both ends. Also present are fragments of apparent fibroconnective tissue.¿ implant #2 [implant: permacol, a non-gore device]. (B)(6) 2014: repair of recurrent incisional hernia with permacol patch material: [implant: permacol] ¿a longitudinal incision was made in the upper midline in the course of the old scar. Skin here was quite redundant and very thin, and this skin would be excised at the end of the case. The peritoneal cavity was entered easily. There were dense adhesions of omentum and small bowel around the edges of the fascia, and these were all taken down by sharp dissection. The entire hernia sac was excised from the subcutaneous tissue. The hernia defect measured approximately 20 x 20 cm in a roughly circular fashion. The fascial edges were solid, and the hernia was repaired with a large piece of permacol patch material. A 20 x 30 cm patch was chosen, fashioned approximately, and sewn to the fascia with interrupted running sutures of #1 prolene without difficulty and without excessive tension. The operative site was irrigated copiously with saline. Minor bleeders in the subcutaneous tissue were cauterized. The redundant skin on either side was now removed. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl. The skin was closed with staples. A 19-french blake drain had been placed, and this was a subcutaneous drain being laid over the patch material. The drain was sutured to the skin with 2-0 silk.¿ relevant medical information: (B)(6) 2014: emergency room visit: ¿presents for evaluation of a postoperative wound on abdomen because it began to drain 1 day ago. Abdominal pain, fever, and chills.¿ ¿abdomen with midline vertical surgical incision with a small area of dehiscence and purulent drainage. " ¿spoke to dr. H., he states the dehisced area should be approximated with steri-strips and dressing placed, discharge on course of antibiotics and follow up in office on monday.¿ (B)(6) 2014: inpatient hospitalization: ¿left lower leg pain. Dvt [deep vein thrombosis] in distal left popliteal vein. Exam: ultrasound showing dvt. Plan: admit with heparin drip. Will get protein culture and sensitivity and consult wound care for her open wounds still in her abdomen, on her abdominal wall, and also consult dr. H., who did the surgery, and place her back on her medications.¿ (B)(6) 2014: emergency room visit: ¿deep venous thrombosis of lower extremity.¿ implant #3 preoperative complaints: (B)(6) 2014: ¿wound opened up and she has been packing at home.¿ ¿ abdominal wound has fully healed, the area is clean and dry.¿ (B)(6) 2014: ¿follow up abdominal pain." ¿large recurrent incisional hernia needs repair, probably with gore patch. Open incisional hernia repair.¿ (B)(6) 2014: preoperative diagnosis: ¿recurrent incisional hernia.¿ implant #3 procedure: repair of recurrent incisional hernia with gore-tex dualmesh patch material. [Implant: gore® dualmesh® biomaterial, 1dlmc07/9191971, 20cm x 30cm x 1mm thick]. Implant #3 date: (B)(6) 2014: wound classification: ¿clean/contaminated.¿ description of hernia being treated: ¿the incision was made through the old upper midline scar. The hernia sac was immediately identified in the subcutaneous tissue. This was a very large hernia, and the hernia sac was dissected totally free from the fascial edges and from the subcutaneous tissue. Adhesions of omentum and small bowel to the fascial edges were taken down with sharp dissection, without damage to any structures. Minor bleeders were cauterized or were tied off with 3-0 pds. The hernia was too large to repair primarily and measured approximately 20 x 10 cm in roughly elliptical fashion.¿ implant size and fixation: ¿a large piece of gore dualmesh patch material was chosen, cut appropriately, and sewn to the fascial edges using running and interrupted sutures of #1 prolene. The repair was solid and there was no excessive tension. With the hernia repaired, there was a lot of redundant skin. An ellipse of skin on either side was excised. Again, all minor bleeders were cauterized. The operative site was irrigated copiously with saline. A 19-french blake drain was inserted through a separate stab incision inferior to the main incision and laid over the patch material. The drain was sutured to the skin with 2-0 silk. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl, and the skin was closed with staples.¿ (B)(6) 2014: pathology: ¿final diagnosis: hernia sac: mesothelial lined fibrovascular connective tissue and skin consistent with hernia sac.¿ relevant medical information: (B)(6) 2014: inpatient hospitalization: (B)(6) 2014: ¿recently discharged because of abdominal hernia surgery. Had drainage, sent home. Dr. H. Did surgery, patient states she had fever, more drainage, including around the drainage catheter.¿ ¿abdomen soft, suture lying vertically. Distal portion of it is close to the pelvic area, more inflamed, slight drainage seen. There is quite a bit of fluid collection on her jackson-pratt drain.¿ ¿cellulitis around the wound site of the abdomen. L eukocytosis. Anemia. Hemoglobin and hematocrit of 7.1 and 27. Will require transfusion.¿ ¿admitted, IV antibiotics. Dr. H. And infectious disease consult.¿ (B)(6) 2014: discharge summary: ¿discharge diagnoses: post hernia repair with cellulitis of abdominal wall. Staphylococcus aureus abdominal wall cellulitis. Anemia. Reactive thrombocytosis. On wound vac.¿ ¿started on zosyn and then vancomycin, infectious disease was consulted, and patient continue [sic] on vancomycin for the next 6 weeks and will follow up with dr. I. And dr. H.¿ ¿patient is stable and arrangements are done for wound vac and the home health arrangement¿ explant #3 preoperative complaints: (B)(6) 2015: ¿generalized rash over entire body, wound vac packed, mesh exposed. Plan: bariatric operative procedure, abdominal pain, postoperative visit.¿ ¿graft exposed, will need removal. Allow allergic rash to resolve first and needs to come off the steroids/currently on prednisone.¿ (B)(6) 2015: preoperative diagnosis: ¿infected abdominal incision and mesh.¿ explant #3 procedure: removal of infected mesh with placement of vac dressing. Explant #3 date: (B)(6) 2015: wound classification: ¿contaminated¿ findings: ¿the mesh was exposed and clearly was infected. The opening in the skin was approximately 5 x 3 cm in size oriented transversely. No further skin incision was needed.¿ ¿there was considerable fluid under the mesh and some of this was sent for cultures.¿ description of procedure: ¿the skin edges were lifted all around and the areas where the mesh was still adherent were mobilized and the prolene sutures all cut and removed.¿ ¿the entire mesh was removed and as well all the prolene sutures. The site was irrigated copiously with saline. Hemostasis was fine. A large silver vac dressing was used nearly in its entirety to fill the defect. The remainder of the vac dressing was applied and functioned fine." Pathology report detailing analysis of the devices and samples removed during the (B)(6) 2015 procedure was not provided. Implant #4 preoperative complaints: (B)(6) 2015: ¿fully healed now from (B)(6) surgery which was to remove to infected mesh.¿ ¿she has a large recurrent incisional hernia, schedule for repair.¿ (B)(6) 2015: preoperative diagnosis. ¿recurrent incarcerated incisional hernia.¿ implant #4 procedure: repair of recurrent incarcerated incisional hernia using gore dualmesh patch material. [Implant: gore® dualmesh® biomaterial, 1dlmc07/13042279, 20cm x 30cm x 1mm thick]. Implant #4 date: (B)(6) 2015: wound classification: ¿clean.¿ description of hernia being treated: ¿the old very broad scar was totally excised, with the skin here being taken full thickness. The incision went from the xiphoid to the umbilicus. The hernia was encountered. There were numerous loops of bowel through the main hernia defect, and as well into a second hernia defect towards the patient's left side, just lateral to the umbilicus. All the hernia contents, that being all small bowel and transverse colon, were reduced into the peritoneal cavity. Some of the small bowel was solidly adhered to the undersurface of the skin. The plane was developed here by sharp dissection without damaging any intestines, either large or small. Minor bleeders were cauterized or were tied off with #2-0 vicryl. The fascial edges were now examined. This was a large hernia measuring approximately 20 cm in length x 15 cm in width. The fascial edges were solid. There were some old prolene sutures left from the previous repair, and these were taken out.¿ implant size and fixation: ¿a large piece of gore dualmesh patch material was chosen, and cut appropriately and sewn in place to the fascial edges with some running interrupted sutures of #1 prolene with no difficulty. The repair was solid. The operative site was irrigated wish saline. Any minor bleeders were cauterized. As well, all the hernia sac and subcutaneous tissue was removed using cautery. The patch was sprinkled with ancef powder. The subcutaneous tissue was closed with interrupted sutures of 2-0 vicryl. The skin was closed with running vertical mattress suture of 2-0 prolene. Where the suture line appeared to be perhaps loose, staples were put in as well. Antibiotic ointment and dry dressings were applied, and as well a large abdominal binder.¿ relevant medical information: (B)(6) 2015: emergency room visit: ¿presented for wound check. Case discussed with dr. H. Who was very familiar with the patient. He related fluid collection on CT was expected post-op finding for this type of surgery, and was not causing her pain. He explicitly stated not to attempt any drainage of the fluid, but to control the patient¿s pain appropriately. Patient is afebrile and nontoxic in appearance and there are no overlying skin changes that would suggest an infectious process. This was all reviewed with dr. L. Who felt that if patient was comfortable now, and with this plan of treatment she could be sent home with close follow up. Dr. L. Felt that antibiotics were indicated against the possibility that any infectious process was present. This was then discussed with patient and she related that she was comfortable after her meds and definitely preferred not to be in the hospital.¿ (B)(6) 2015: inpatient hospitalization: ¿two days prior to admission, she noted pain in right mid quadrant with redness around the staples, some erythema, heat, fevers, and chills. She presented to the t.r. Emergency room today, where her clinical exam was consistent with cellulitis of abdominal wall. White cell count 20,000. Was in excruciating pain and required dilaudid.¿ (B)(6) 2015: ¿abdomen; there is extensive well-healed scar in midline region extending from right upper abdomen down to lower pelvic region. There are staples in place. Wound is non-dehisced; however, there is surrounding redness and erythema of the entire abdominal wall. Unable to feel for deepness because the patient jumps with pain when palpated. CT of abdomen shows a large fluid-filled collection, anterior to the abdominal wall sheath. This is unchanged from the previous study. There are multiple internal foci of air, superimposed infection cannot be excluded. ¿ (B)(6) 2015: ¿patient has an extensive abdominal wall cellulitis requiring IV [intravenous] antibiotics.¿ (B)(6) 2015: discharge summary: ¿methicillin-resistant staphylococcus aureus [mrsa] positive¿ ¿dr. I. Has seen and recommended 2 weeks of IV vancomycin and follow up in his office, so cultures growing the staph [sic].¿ [records for the CT scan showing ¿large fluid-filled collection¿ and culture showing ¿methicillin-resistant staphylococcus aureus positive¿ were not provided.] Explant #2 and #4 preoperative complaints: (B)(6) 2015: ¿infected prosthetic mesh of abdominal wall.¿ explant #2 and #4 procedure: exploratory laparotomy. Removal of infected abdominal wall mesh. Extensive lysis of abdominal adhesions. Open ventral hernia repair with biologic mesh (20 x 25 cm strattice). Placement of negative pressure dressing (less than 50 cm2). Explant #2 and #4 date: (B)(6) 2015: wound classification: ¿unknown.¿ findings: ¿infected mesh ¿ removed. Cultures taken and mesh sent, did not have complete tissue coverage over stratfice [sic] mesh.¿ description of procedure: ¿incision was made in an elliptical fashion along her previous laparotomy scars with complete excision of the old scar with a number 15 blade. Then the incision was extended down through the subcutaneous tissues with cautery until her previously placed abdominal mesh was encountered. The mesh was found to not be incorporated and a free edge was lifted and the previously placed sutures were removed allowing for full excision of the mesh from the fascial edges. Underneath her mesh she was found to have purulent material which was sampled and sent for culture. The remaining fascial defect was noted to be bridged with stattice [sic] mesh which appeared to have an associated biofilm and required excision as well. There were several adhesion [sic] of the omentum to the underside of the mesh which were brought down sharply. The edges of the mesh were then defined and dissected off the overlying fascia and both pieces of mesh were removed from the operating field and sent to pathology. The abdomen was then irrigated copiously with warm saline. Remaining adhesion [sic] to the fascia were brought down sharply. Due to extent of previous attempts at operative repair full primary fascial closure was not possible and we needed to complete abdominal closure with a ventral hernia repair consisting of a bridging biologic mesh reconstruction. At this point we decided to bridge her fascia with a piece of strattice biologic mesh that was 20 x 25 cm to reserve component separation for later definitive repair. We turned it diagonally and placed it as underlay, ensuring at least 3-5 cm of overlap with the fascia and secured it with several interrupted #1 nurolon sutures. The inferior and superior portions of the fascia were then brought together with 2-0 prolene sutures leaving a 5 x 5 cm area where the fascia would not close primarily. We placed two 19-french round drains on each side under the skin flaps along the gutters and two overlying the mesh, making 4 drains total, and secured them at the skin level with nylon. We then brought the subcutaneous tissue together loosely with interrupted 4-0 vicryl sutures. We then placed a negative pressure dressing over the exposed wound with black foam.¿ pathology and culture reports detailing analysis of the devices and samples removed during the (B)(6) 2015 procedure were not provided. Relevant medical information: (B)(6) 2016: debridement of abdominal wound measuring 6x6 cm, split thickness autograft coverage of abdominal wound (36 cm squared). ¿the patient's abdominal wound was sharply debrided with a scalpel down to healthy bleeding tissue. The wound appeared very healthy and has a good blood supply. Attention was then turned to the patient's donor site on the right thigh. Penetrating towel damps were placed in the skin to provide appropriate tension and create a plane for skin harvest using the dermatome. After the initial pass with the dermatome, some irritation of the skin was noted but there was not an appropriate piece of skin suitable for grafting. A new dermatome was acquired and another pass was made, this time obtaining an appropriate split thickness skin graft. This skin was meshed 2:1. The debrided abdominal wound was then irrigated thoroughly. The skin graft was trimmed to fit the wound and sutured into place with several interrupted 4-0 vicryl sutures. The skin graft measured 6x6 cm (36 cm squared). The graft was covered with algidex, xeroform, and several fluffed pieces of gauze. A bolster was then created by tying the vicryl sutures over the overlying gauze. Therabond dressing was applied to the patient's donor site on the right thigh. This concluded the procedure.¿ conclusion: implant #1 gore® dualmesh® biomaterial, 1dlmc07/9217491. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013 whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2014 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013 and (B)(6) 2015, additional procedures occurred whereby the gore devices were explanted. It was reported the patient alleges the following injuries: infected mesh, removal of mesh, vac dressing ((B)(6) 2013); wound vac and infection treatment ((B)(6) 2014); mesh infection and mesh removal ((B)(6) 2015). Additional event specific information was not provided.